Manufacturer narrative:
One photo taken by the customer verifies the leak. The root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd infusion set had damaged tubing. The following information was provided by the initial reporter: we had some IV tubing fail in a pump where it leaked all over, I have attached the video of it. I don't have a lot number because it was hung hours ago but it was for the bd alaris pump infusion set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.